Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support experienced supraventricular tachycardia. The patient was cardioverted twice. The patient continued impella support and was explanted as planned. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.